Event description:
It was reported that a clearlink system solution set was leaking from ?puncture holes? At the luer end of the set. The process step that this malfunction occurred is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample could not be evaluated as it is contaminated. If additional relevant information is obtained, then a follow-up MDR will be submitted.